Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction of the implanted device occurred or caused a serious event.

Event description:
Additional information received indicated the patient was later seen in-clinic and ble telemetry was performing normally on the device. No device malfunction was suspected. The previously reported ble anomaly observed during remote monitoring was attributed to the remote monitoring smartphone application. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred in which the device was unable to be read by the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test ble telemetry, however, no intervention was performed at this time. The patient was in stable condition.